Event description:
Related manufacturer reference numbers: 2017865-2023-10882. It was reported the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited high capture threshold and the right ventricular (rv) lead exhibited r-wave amplitude variation. Chest x-ray was performed and revealed rv lead and ra lead dislodgements. The ra lead was repositioned on (B)(6) 2023. The rv lead was explanted and replaced. Patient condition was stable.